Event description:
Dexcom was made aware on 03/24/2025, that on (b)9() 2025 the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced a skin reaction with pimples, pain and infection underneath sensor pod area only, which occurred 1 day after the sensor had been inserted in the arm. The patient was taken to the hospital and the reaction was treated with a prescription of an oral antibiotic flucloxacillin for 1 week (28 tablets 4x a day). The area was prepared with soap and water before placing the sensor on the body. At the time of the report the patient was fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).